Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
In (B)(6) 2010, medial dislocation of femur occurred. When manual reduction was performed to treat the dislocation, dislocation of the head out of neck occurred. On (B)(6) 2010, re-surgery was done and the head and liner were replaced. During surgery, it was noted that the stem neck was darkened. The stem was not replaced.